Event description:
It was reported to boston scientific corporation that a cold snare was used in the colon for polyps during a polypectomy procedure performed on (B)(6) 2025. During the procedure, the snare device failed when trying to cut the polyp. The procedure was completed with another cold snare device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: (B)(6). Block h6: imdrf device code a050702, captures the reportable event of loop failure to cut.